Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported required intervention and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 322 mg/dl while wearing the pod between 4 and 24 hours. The patient reports the pods cannula had become dislodged from the pod infusion site (abdomen). The patient reports feeling tired and having been dizzy while working out. Once at the doctors office the patient was treated with a manual injection of both long activating and short acting insulin. The patient was advised to apply a new pod once they had returned home. The patient was at their doctors office for 1 hour.